Event description:
A customer reported no flow occurred while using a clearlink secondary medication set. It is unknown what solution was in use during this occurrence. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.